Event description:
It was reported that the suture frayed during an inguinal hernia repair. The procedure was completed with another suture. This event did not result in any adverse consequence to the patient.